Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and decreased sensing. A lead dislodgement is suspected. The rv lead was explanted and replaced, however it was noted that during explantation, the rv lead insulation was damaged to allow forwarding a guidewire for easier venous access. No patient complications have been reported as a result of this event.